Manufacturer narrative:
It was reported that a 2x20mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon was delivered with an unknown guidewire to the lesion for pre-dilatation, however, it ruptured within its nominal pressure. The saber balloon was replaced with a new non-cordis balloon catheter and the procedure finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was below the knee (bk). The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the package. There were no difficulties in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The device was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17312806 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst reported could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that a saber percutaneous transluminal angioplasty (pta) balloon was delivered with an unknown guidewire to the lesion for pre-dilatation, however, it ruptured within its nominal pressure. There was no reported patient injury. The patient¿s information was unknown. The target lesion was below the knee (bk). The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the package. There were no difficulties in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The device was removed intact (in one piece) from the patient. The saber balloon was replaced with a new non-cordis balloon catheter and the procedure finished successfully. The product was clinically used and it will not be returned for analysis. Additional procedural details were requested but are unknown.